Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue of infusion set's cannula being kinked on (B)(6) 2024 . The set was found to be kinked 3 or more hours after insertion, which was made at thigh. Furthermore, the patient confirmed the introducer needle was ahead of the cannula prior to insertion company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.